Event description:
It was reported that the cadd pump had turned off last night. Pump showed that 16.8 ml was left in bag, although bag in pump was empty. The pump did not alarm, but it was connected to a patient when the error or event occurred. A continuous infusion rate of 2.5 ml per hour had been programmed, with a total reservoir volume of 240 ml and a given volume of 16.8 ml. The air detector had been turned off. The upstream sensor had been turned on. The length of infusion had been set to 96 hours. The pump was not used to prime the extension tubing. The event occurred while in use with patient at patient's home. The patient was medically affected but there was no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.